Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix iliac limb stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for an unknown reason approximately 2 years post index procedure with a type ib endoelak of the right iliac limb. The physician is planning to re-intervene by extending the right iliac limb, however, a date for the re-intervention has not been scheduled. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the distal loss of seal was found to be unknown/undetermined. There was stent migration of the iliac limb, which likely contributed to the loss of seal, however, the cause of the migration could not be determined. There was no evidence of procedure related harms and the patient is reportedly being monitored. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.